Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced 6.2 retractable band and rebooted. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system 6wst - auxiliary 7 drawer 6.2 fails to open when attempting to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section b2 - corrected outcomes attributed to adverse event.